Manufacturer narrative:
Health effect- impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Physician additionally reported rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on radius and crease flat. Based on the device analysis the final assessment is: striated pattern of broken assessed as surgical damage.